Manufacturer narrative:
The date of event has been estimated. The date of implant has been estimated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of restenosis, amputation or limb loss are listed in the supera instructions for use as known potential adverse effects of peripheral percutaneous intervention. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient deaths referenced are being filed under a separate medwatch report #. The UDI # is unknown as the part and lot #s were not provided. Literature: interwoven nitinol stents versus drug eluting stents in the femoro-popliteal segment: a propensity matched analysis.

Event description:
It was reported through a research article identifying supera that may be related to the target lesion restenosis, major amputation, re-intervention, sepsis and death. Specific patient information is documented as unknown. Details are listed in the attached article, titled interwoven nitinol stents versus drug eluting stents in the femoro-popliteal segment: a propensity matched analysis.